Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) repeatedly alarmed for "low vacuum". The patient was not tachycardia. No patient harm, serious injury or adverse event was reported. There was another pump available and the nurse did not require assistance in switching over. The pump was taken labeled to their biomed.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) repeatedly alarmed for "low vacuum". The patient was not tachycardia. No patient harm, serious injury or adverse event was reported. There was another pump available and the nurse did not require assistance in switching over. The pump was taken labeled to their biomed.